Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with approximately 220 units of insulin during the load sequence with multiple cartridges. Reportedly, customer loaded cold insulin into the cartridge. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 310-345 mg/dl.